Event description:
Reportable based on device analysis completed on 15nov2018. It was reported that crossing difficulty was encountered. The target lesion was located in a coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed shaft separation. Device evaluated by manufacturer: the returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated at 50.7cm from the hub. There are multiple kinks along the whole device. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Product analysis found that the hypotube is separated but it appeared to be kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.